Event description:
It was reported by the affiliate that the (1) cdh33 was used during a colon procedure. It was reported that the device would not cut and would not staple. The case was completed with another instrument. There was no consequence to the patient.